Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (free flow). The pump was programmed to infuse 50 ml of zosyn at a rate of 100ml/hr. One of the nurses hung a secondary medication and used the port closest to the patient instead of the one above the pump/closest to the IV bag. She had another nurse verify the setup and she did not catch it either. As soon as they unclamped the line, the bag of zosyn infused immediately. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.